Event description:
The patient was admitted for the embolization of 2 intracranial aneurysms. During the procedure, it was impossible to deliver the coil. The coil stretched and could not be completely inserted into the aneurysm. It was subsequently pressed against the wall of the petrous carotid artery and the supraclinoid internal carotid artery by the placement of two stabilization stents. Information relating to the patient: it was necessary to place an additional stent to try to resolve the issue. Dual antiplatelet therapy was administered to the patient. Hospitalization was prolonged.

Manufacturer narrative:
A manufacturing document review was conducted for lot: wcs11713 of the wallaby avenir coil system. The review confirmed that the lot was manufactured, inspected, and released in compliance with all required specifications the lot was not associated with any other adverse events or complaints. Since the device was not returned to the manufacturer for evaluation, the alleged product discrepancy could not be confirmed. However, from the clinical information, it was suspected that the coil impossible to delivery is related to vessel tortuosity and microcatheter kink, which potentially cause the coil damage or stuck inside the microcatheter, preventing it to deliver out of microcatheter, and during retrieval, the coil get prematurely detached.